Event description:
Additional information was received indicating that surgical intervention took place on (B)(6) 2023 wherein the ipg was explanted and replaced in the same pocket with a new ipg. Reportedly, the pain at the ipg site has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient¿s ipg site is painful and tender. Reportedly, the patient experience weight loss and believes that could have caused the ipg to be more superficial. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.